Event description:
It was reported that the user experienced elevated blood glucose with a reported value of 247 mg/dl after pausing the ilet for approximately 30 minutes during a shower, resulting in suspended basal and corrective insulin delivery; upon resuming insulin, automated corrections were delivered and the user subsequently announced and received a meal bolus, with glucose trending downward. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no hospitalization and no alerts or alarms, with glucose decreasing toward target following resumed therapy and correction dosing. Investigation included review of device data and user report. Investigation of this case revealed that the hyperglycemia was attributable to insulin suspension during the pause period, with the device functioning as designed once therapy resumed. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated interruption of insulin delivery leading to transient hyperglycemia, not a device malfunction.

Manufacturer narrative:
Initial